Manufacturer narrative:
Spacelabs was notified about the event eleven days after the event. Due to this delay, the retrospective patient data and alarm history were no longer available to investigate. The customer was also unable to locate any waveform recordings of the complaint episode. Onsite testing by a spacelabs field service engineer for the involved devices confirm that all devices perform to specification. The customer continued to use the involved devices, consequently the patient settings had been changed. Based upon the customer¿s statement that alarm notifications were present at the bedside monitor, therefore appropriately classified, we know of no reason that audible and visual alarm indicators would not have been present at the central monitor as alarm indicators for the bedside and central monitor operated according to specifications when tested by a spacelabs field service engineer. This report is considered complete and the matter closed.

Event description:
Spacelabs received a report that on (B)(6) 2017, a patient went into an asystole rhythm and the central monitor did not alarm. It was confirmed that the patient¿s bedside monitor did alarm during the event. The patient outcome associated to the event was death.